Event description:
Pt undergoing balloon angioplasty in right upper extremity fistula. A 7 mm. Balloon was advanced across the venous anastomosis and dilatation was done. At approx maximum balloon pressure tolerance, the balloon ruptured. When the balloon was deflated, approx 50% of the balloon was not on the catheter. Fluoroscopically the piece of the balloon fragment could be seen at the junction of the stenosis and in the axillary vein. It appeared that the guide wire was within the balloon fragment. A 9 french sheath was placed into the antegrade side of the fistula and an additional guide wire placed. Over the guide wire, a gooseneck snare was manipulated into the subclavian vein where the previously placed guide wire...